Event description:
It was reported that the patient had false asystole episodes caused by the implantable cardiac monitor having loss of contact. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer save to disk (s2d) file (B)(4) shows undersensing with 30 episodes for asystole of various duration from 3.2 seconds to 6 minutes and 12.9 seconds between (B)(6) 2012 and (B)(6) 2012.